Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicated that dislodgement was identified by high pacing threshold. It was confirmed through x-ray prior to the procedure and via fluoroscopy during the procedure. This lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, (B)(4) testing leads, adapters, and accessories, leads returned with a linked pi that contain a (B)(4) as one of the observation codes do not require testing or analysis unless there is an accompanying (B)(4) observation code.

Event description:
Additional information indicated that the right ventricular (rv) lead had stopped capturing and the patient was then brought in to the operating room to have the lead repositioned. This lead was explanted and was replaced. No additional adverse patient effects were reported.